Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Sensor plug was properly seated. No failure modes were observed upon visual inspection of the plug assembly. Attempted to scan sensor using approved software. However, the sensor did not scan. Sensor was sent for further investigation and de-cased. A visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The returned battery was measured and was found to be within specification. The solder of the asic chip (application specific integrated circuit) was then re-flowed, however sensor would still not scan. Therefore, this issue is confirmed to faulty asic. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified sensor error message with the adc device and as a result, the customer was unable to obtain sensor scans as the sensor did not work. The customer experience symptoms described as "lower pressure, cold sweats, and loss of body mobility". The customer was unable to self-treat, requiring third-party treatment from a friend. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Sensor plug was properly seated. No failure modes were observed upon visual inspection of the plug assembly. Attempted to scan sensor using approved software. However, the sensor did not scan. Sensor was sent for further investigation and de-cased. A visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The returned battery was measured and was found to be within specification. The solder of the asic chip (application specific integrated circuit) was then re-flowed, however sensor would still not scan. Therefore, this issue is confirmed to faulty asic. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified sensor error message with the adc device and as a result, the customer was unable to obtain sensor scans as the sensor did not work. The customer experience symptoms described as "lower pressure, cold sweats, and loss of body mobility". The customer was unable to self-treat, requiring third-party treatment from a friend. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified sensor error message with the adc device and as a result, the customer was unable to obtain sensor scans as the sensor did not work. The customer experience symptoms described as "lower pressure, cold sweats, and loss of body mobility". The customer was unable to self-treat, requiring third-party treatment from a friend. No further information was provided. There was no report of death or permanent injury associated with this event.